Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on 08/14/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/14/2014 with the following findings:evaluation revealed that the pump powers on normally; with no issues. The pump was exercised for a 24 hour duration period; no self-locking occurred during this time. The pump was able to be manually locked and manually unlocked successfully during testing. All keys on the keypad were found to be responsive to user input. No hypersensitive keys were observed. Investigators were unable to duplicate the reported complaint. The battery compartment is cracked below the bumper grip. Returned cap used to complete all testing. (B)(6).